Event description:
It was reported that the device displayed error code 200.5040 for module software version compatibility failure. No additional information was provided. There was no reported patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician reflashed software to latest version. Based on the findings, service determined that the reported issue was due to software issue with the logic board. Device history record: a review of the device history record showed the device had a manufacture date of 10may2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device received error codes/ messages, 200.5040 error code. No additional information was provided. There was no reported patient involvement.

Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the device displayed error code 200.5040 for module software version compatibility failure. No additional information was provided. There was no reported patient involvement.